Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Patient and her mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.